Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the 8mm harmonic ace instrument associated with the customer-reported complaint. The instrument was analyzed and was found the primary failure of teflon pad damage to be related to the customer reported complaint. The instrument was found to have the teflon pad missing from the clamp arm. The missing piece was not returned with the instrument.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the 8mm harmonic ace instrument stopped functioning. The procedure was completed with no reported injury.